Event description:
Procedure performed: laparoscopic right colectomy. Event description: [translation] at the start of the procedure, the surgeon saw a piece of trocar in the patient's abdomen. The surgeon retrieved the piece with difficulty and almost performed an exploratory laparotomy. Customer also submitted a complaint email/form via the tm. [Translation] the surgeon noted the presence of a foreign body in the abdomen. This foreign body turned out to be a piece of trocar that had become detached. The surgeon removed the foreign body, but he had difficulty because it had moved into the small intestine and almost had to perform an exploratory laparotomy to find the element. Intervention: the surgeon retrieved the piece with difficulty and almost performed an exploratory laparotomy. Patient status: ok.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic right colectomy. Event description: [translation] at the start of the procedure, the surgeon saw a piece of trocar in the patient's abdomen. The surgeon retrieved the piece with difficulty and almost performed an exploratory laparotomy. Customer also submitted a complaint email/form via the tm. [Translation] the surgeon noted the presence of a foreign body in the abdomen. This foreign body turned out to be a piece of trocar that had become detached. The surgeon removed the foreign body, but he had difficulty because it had moved into the small intestine and almost had to perform an exploratory laparotomy to find the element. Intervention: the surgeon retrieved the piece with difficulty and almost performed an exploratory laparotomy. Patient status: ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a black fragment. Visual inspection confirmed the complainant¿s experience of seal fragmentation. The black fragment matched the missing portion of the duckbill, an internal rubber component of the seal. Based on the description of the event and condition of the returned unit, the duckbill fragmentation was most likely caused by an asymmetrical instrument that was inserted or removed through the trocar in non-axial manner. Applied medical¿s instructions for use (IFU) states that, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as duckbill fragmentation is unlikely to cause or contribute to death or serious injury.